Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03995 indicting the awareness date as 08/16/2013. The correct awareness date of 08/12/2013.

Event description:
It was reported the legs of the 91-2 shower chair bowed out, causing the shower chair to collapse. No patient injuries were reported as a result of this event.